Manufacturer narrative:
(B)(4). The product was returned for analysis and the reported difficulty in deflation was confirmed when the device was placed on negative pressure. A review of the complaint handling database was performed, which identified no similar events from this lot related to deflation difficulties. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to deflation difficulties were inconclusive, as to how the damage may have occurred. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the superficial femoral artery. A 7x20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter protective sheath/stylet was removed without difficulty. The pta catheter was prepped (air aspiration) outside the anatomy prior to use. The pta catheter was advanced toward the target lesion, was inflated once to 12 atmospheres and would not deflate correctly. The balloon deflated after approximately 5 minutes. Less than 50% contrast was used (40-60%). A same size armada was used to successfully complete the procedure. There was no adverse patient effect. There was a delay in the procedure; however, the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.